Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had a patient that coded while being monitored by an mx40 device and would like the device checked. On (B)(6) 2016, the biomed confirmed that the patient expired and the device was in use at the time.

Manufacturer narrative:
The customer reported that they had a patient that coded while being monitored by an mx40 device and would like the device checked. On (B)(6) 2016 the biomed confirmed that the patient expired and the device was in use at the time. The customer care solution center representative verified the issue with the customer over the phone. The customer care solution center representative provided the customer with the information to send in their device for evaluation. The customer was unsure if blood may have gotten inside the device therefore they were considering having philips evaluate the device to determine if the device could be reliably cleaned and used on another patient. They requested philips open the device to determine if anything inside had gotten wet or contaminated. The customer did not return the device to philips after all and has not alleged that the product failed or was a factor in the incident but the device did get covered in blood and has been removed from service. No malfunction occurred. As of 03/29/2016 the device has not been returned to philips for evaluation.